Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt, implanted with the ci concerned on (B)(6) 2007, was explanted of this device on (B)(6) 2013, due to inflammation and seroma. Re-implantation is considered at a later time.